Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: delta cer head 12/14 32mm +1; altrx neut 32idx52od liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
Patient has an infected right total hip replacement. Implanted 3 weeks ago. Poly and femoral head were exchanged and wound washed out patient consequence? :yes patient consequence description:infection right hip. Poly and femoral head exchanged right hip. Action taken for procedure:infection right hip. Poly and femoral head exchanged right hip. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.